Manufacturer narrative:
The event product unit was returned to applied medical for evaluation. Upon evaluation, engineering confirmed the complainant's experience of product pouch damage and determined that the sterile barrier of the pouch had been compromised. The pouch damage likely occurred during shipping and handling. The probability and criticality of harm resulting from this failure mode has been evaluated and was found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
The event product was returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation. The event is now reportable due to the sterile barrier being compromised by the two small holes.

Event description:
We finished our receiving inspection for invoice #(B)(4). Some of the products did not pass the receiving inspection because of particulate matter and so on. We would like applied medical to issue credit memo for the rejected items.